Event description:
It is reported that the patient had a knee revision done due to the articular surface post fracturing and loosening.

Manufacturer narrative:
Evaluation summary: x-rays were not returned for evaluation of the complaint, therefore the rotation of the components could not be determined. Spine fracture could occur due to improper/high loads, particularly with internal/external rotation of the knee. Polyethylene fracture in general could be attributable, but not limited to, a number of factors such as patient weight, activity level, surgical technique, implant selection and placement. Without more information, a definitive cause of the articular surface post fracture cannot be determined at this time. Evaluation summary: the device history records were reviewed and found to be conforming. The explanted articular surface and broken post were returned for review. The device had been implanted for approximately 2 years 7 months. The articular surface shows some marks around the edges of the base of the spine where the spine had fractured off. The articulating condyles show pitting and damage.